Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the foot switch was not pairing, was confirmed. It was found that the device was physically damaged and there were broken inserts on the housing. The device was deemed non-repairable, and was placed into long-term hold. User mishandling, probably fall during transport or storage, is the most probable root cause of the physical damage to the foot switch. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in that during an unknown surgery on an unknown date, it was observed that the footswitch device was not pairing. The batteries were changed but that did not work. A different pedal was used to complete the procedure. There was no surgical delay or patient consequences reported. During in-house engineering evaluation, it was determined that the device was physically damaged and there were broken inserts on the housing. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.